Event description:
It was reported that the patient received an alert for capacitor charge time limit reached. Upon review of session records, multiple episodes with multiple shocks successfully converting the patient were noted. The patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.